Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse found the fiber optic jumper cable pick in between the chassis and the drive manifold assembly. To fix the issue, the fse replaced fiber optic jumper cable. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during a service inspection performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) fiber optic test had high output readings, waveforms were intermittently working. There was no patient involvement, and there was no adverse event reported.